Event description:
The user facility reported that after a completed cycle an employee was removing a cup of s40 and liquid dripped onto her hand and wrist. The employee obtained some redness and small blisters. The employee was sent to the ER and was given aquaphor to rub on her skin. The employee was also given saline for her nose as she complained of irritation; the employee returned to work. The user facility stated that the scope present in the system 1e was reprocessed and no procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician stated that about 1-2cm of liquid was remaining in the bottom of the s40 cup. The technician reviewed the cycle tape subject of the reported event which evidenced the cycle completed successfully. The technician inspected the system 1e including the processing trays and no issues were noted. The technician successfully ran diagnostic cycles and no issues were noted; the unit was returned to service. The employee was not wearing proper ppe during the time of the reported event. The operator manual states (pp. 1-3), "appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." The technician in-serviced the user facility on the proper use and importance of wearing proper ppe.